Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that he felt low and woozy on (B)(6) 2016. No additional event or patient information is available. The complaint states that the patient experienced symptom associated with hypoglycemia. It should be noted that diabetes mellitus is a known cause of hypoglycemia.